Event description:
Same case as: 2134265-2009-00744. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the calcified, mildly tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with an unk balloon. Ivus was performed. A 2.75x20mm taxus express2 drug eluting stent was deployed in the proximal lad, inflated up to 10atm. Then a 2.50x16 mm taxus express2 drug eluting stent was deployed in the mid lad, inflated up to 10 atm. The stents were post dilated with an unk balloon, inflated up to 22 atm. Twenty five percent stenosed remained. The procedure was completed with a good flow. Medications given: aspirin and clopidogrel. 'A few days later', stent thrombosis occurred. A percutaneous coronary intervention (pci) procedure was performed urgently. The thrombosis was aspirated with an unk catheter and plain old balloon angioplasty was performed with an unk balloon. Flow improved to timi 3. The pt has been using three different antiplatelet medications. The physician reported the stent was not fully inflated. Pt status reported as "recovered".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.